Event description:
It was reported that a part of the cat01371 broke. The procedure was completed successfully using another cat01371.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: it was reported that a part of the cat01371 broke. The procedure was completed successfully using another cat01371. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a part of the cat01371 broke. The procedure was completed successfully using another cat01371.